Manufacturer narrative:
Date of event is (B)(6) 2021, when the reportable evaluation code was applied to address findings. The device was returned to the service center for evaluation. The user complaint of a ¿leak¿ was confirmed. A leak was noted at the scope¿s electrical connector due to loose lock pin. The glue on the light guide cover and objective lens cement were both found peeling. Multiple buckles were noted on the light guide tube. Also, the bending section glue was cracked. The ultrasound image was checked and two broken elements were noted. A mechanical inspection performed the scope¿s control knob noted play. The most likely cause of the physical damage to the scope is due to mishandling. An investigation is ongoing to obtain additional information regarding this event.

Event description:
The user facility reported that during reprocessing the scope failed the leak test. There was no patient involvement reported. During evaluation the customer returned device, the scope¿s adhesive was found to be deteriorated or peeling making this a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (deterioration of adhesive), likely occurred by excessive force applied (for example: rough rubbing, device cleaning, etc.). The instruction manual identifies the following verbiage, which help prevent the phenomenon: "important information ¿ please read before use. Warnings and cautions: warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance of this device.